Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient is good.

Manufacturer narrative:
The device was returned for analysis. A visual and tactile examination identified no kinks or damages. No kinks or damages on the shaft polymer extrusion. No issues identified during a microscopic examination of the extrusion shaft. A detailed microscopic examination of the balloon material identified a small circumferential tear in the balloon material. The tear was located 2mm distal from the proximal edge of the proximal markerband and it extended radially on the balloon for approximately 1.5mm in length. No issues were noted with the balloon material which could contribute to the tear. A detailed microscopic examination of the proximal markerband identified no issue which could contributed to the tear in the balloon. A microscopic examination of the tip section found no damage.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported, and the patient is good.